Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the while pressing the buttons it get harder to respond. The insulin pump had no delivery alarm,battery cap was worn down. Insulin pump was locked. The blood glucose was unknown. The device will not be returned for the analysis.